Event description:
Customer reported he was hospitalized due to low blood glucose; was treated with orange juice. Customer does not remember exact blood glucose level. Customer was not in a car accident. Customer reported he was walking around and eating when asked if customer recalled any significant events that may have led to the event. Customer stated that his previous low blood glucose was due to basal rates. Customer has spoken to his doctor about settings. Troubleshooting on the insulin pump was performed and device was fine. The device was not exposed to an MRI. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.